Event description:
The customer reported the ventilator was alarming due to pressure sensors failure. The customer reported the device was not in use on a patient and there was no patient harm. As reported, if the reported problem occurs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The biomedical engineer stated that he found that the data to motor controller cable is loose. The biomedical engineer reseated the cable and the unit start working fine. The biomedical engineer said that the unit is now back in service.

Manufacturer narrative:
Out of warranty repairs, no request for manufacturer service.